Event description:
The patient underwent a sling procedure. The physician dissected the paraurethral space up to the pubic symphysis before placing the needles. A 10 french spacer was used to assure loose placement of the sling. Post-operatively, the patient complained of irritative voiding symptoms. Upon urethroscopy, physician noted 50 percent of the width of the tape was in the urethra. He surgically removed the tape and noted that there was no necrosis or infection of the urethra. The surgeon noted that he typically dissects the paraurethral space up to the pubic symphysis prior to placing the needles.